Event description:
It was reported that the procedure was to treat an acute myocardial infarction patient with a 90% stenosed lesion in the distal circumflex. After the 3.0 x 23 mm xience v stent delivery system (sds) was un-packaged, the device was soaked in the hoop, in normal saline. The sds was quickly removed from the hoop, and it was then observed that the stent was moved distally on the sds balloon. The proximal marker was in full view and the distal marker was not able to be seen, as it was covered by the stent. The sds was not used in the anatomy and there was no patient involvement. A new 3.0 x 28 xience v sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that appeared to have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use instructs the user that prior to performing preparation, the delivery system is to be carefully removed from its protective tubing. Based on the information reviewed, there is no indication of a product deficiency.